Event description:
It was reported the programmer fan is very noisy. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer fan was noisy, the electrocardiogram (ECG) connector was loose and the microphone was out of electrical specification.